Manufacturer narrative:
(B) (4).

Event description:
Procedure: right neck dissection; soft pallet vessel ligation. According to the reporter, the clip did not fire upon a second handle actuation, and the premium surgiclip m-11.5 cut a vessel. The vessel cut which was not required. The surgeon sutured the vessel back together. Patient was reported as stabilized.